Event description:
The eeg tech reported that the central nurse's station (cns) did not alarm a 15 beat vtac event, but it showed in arrhythmia recall.

Manufacturer narrative:
H10: additional narrative: customer reported that their cns missed a 15 beat vtach alarm. The event showed under arrhythmia recall and event list, but no alarm sounded. The event list showed that the device alarmed for 10 seconds. Service requested: troubleshooting. Service performed: troubleshooting. Event logs and data was obtained for further investigation. Investigation result: this issue was investigated by nkc under irc-nka300150616. The episode had been recorded as tachycardia and prolonged rr in the event list. The reproduced ECG waveform showed that there was a spontaneous beat that was narrower than the ventricular paced beat, therefore the spontaneous beats were judged as a normal beat. Per nkc, in order to detect vtachy the customer should change their ECG to waveform so that it can recognize the widening of qrs width. This can be done by selecting another lead or replacing electrodes with another position. Nkc also stated that the customer should pay attention to the tachycardia alarm in the case of ventricular paced rhythm. There is no indication of design deficiency. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The event logs have been received and the case is currently under investigation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The eeg tech reported that the central nurse's station (cns) did not alarm a 15 beat vtac event, but it showed in arrhythmia recall.